Event description:
It was reported that the asymptomatic patient¿s right ventricular lead exhibited high pacing lead impedance and lead noise. Lead was capped and replaced on (B)(6) 2017. Patient was stable during and after the procedure.